Manufacturer narrative:
The device evaluation summary was updated to match the coding update reported with a supplemental report submitted on june 10, 2020. The following statements have been added to the device evaluation summary previously submitted: the lay community, the popular press and medical literature has raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis and syndromes which mimic systemic lupus erythematosus. Available information does not permit precise quantification of risk. Neurological problems have been reported in a small number of breast implant patients who also exhibit immunological symptoms. Mentor has completed extensive biocompatibility studies on the polymer materials used in manufacture and finished devices. None of these studies have shown any indication of inducing immune responses. Studies on carcinogenicity, mutagenicity, hemolysis, dna transfers, responses to particulate formation, etc. Have all shown these materials to be safe. Evidence suggests that such diseases or conditions are no more common in women with breast implants than in women without implants. Concern over the association of breast implants to the development of autoimmune or connective tissue diseases, such as lupus, scleroderma, or rheumatoid arthritis, was raised because of cases reported in literature with small numbers of women with implants. Scientific expert panels and literature reports have found no evidence of a consistent pattern of signs and symptoms associated with these diseases in women with breast implants. Additionally, having rheumatological signs and symptoms does not necessarily mean a patient has a connective tissue disorder or autoimmune disease. Per the FDA¿s ¿update on the safety of silicone gel-filled breast implants¿ published in june 2011, ¿there is no apparent association between silicone gel-filled breast implants and connective tissue disease, breast cancer, or reproductive problems.¿ furthermore, the institute of medicine (iom) of the national academy of science released a final report stating ¿a review of seventeen epidemiological reports of connective tissue disease in women with breast implants was remarkable for its consistency in finding no elevated risks or odds ratio for an association of implants with disease¿there is no evidence that silicone implants are responsible for any major diseases of the whole body. Women are exposed to silicone constantly in their daily lives. There is no plausible evidence of a novel autoimmune disease caused by implants.¿ based on these reports, product evaluation is unable to confirm that the reported complaints are device-related; however, mentor continues to include extensive discussions on alleged silicone responses in its product insert data sheets so that the patient and physician are fully informed of any potential risks. Mentor believes its current controls are adequate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. The patient was diagnosed with ankylosing spondylitis roughly a year and half post augmentation. Additional symptoms included: fatigue, joint pain, skin rashes, brain fog, inflammation, insomnia, dry eyes, hormone imbalance, vertigo, heart palpitations, occasional right breast pain, shortness of breath, anxiety/depression, and numbness in her feet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. A manufacturing record evaluation (mre) was performed for the finished device number 5971308, and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: capsular contracture/generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. The patient had experienced a bike accident seven years ago and had began experiencing breast pain. On (B)(6) 2019 rupture was confirmed through magnetic resonance imaging on (B)(6) 2019. Additionally, bilateral baker grade ii capsular contracture and unspecified systemic illness were noted. The right sided rupture was reported initially under 1645337-2019-22394 on 10/23/2019. On 1/29/2020 mentor received additional information and initial awareness of the systemic illness and capsular contracture. This report relates to the left prosthesis.